Event description:
The customer reported that the system made a popping noise at 120 kv on a (b) (6 patient. They rebooted the system and the case was completed.

Manufacturer narrative:
(B) (4). The ge service rep could not reproduce the problem. He regreased the hv cables then advised the customer that the problem may be in the x-ray tube. The customer will call back if the problem repeats.